Event description:
Reportedly, after plugging the antenna to the programmer, the led remained orange a long time displaying rf connection on the screen. Then, connection with the device was only established with the inductive telemetry head, and the antenna remained with orange led on. After closing session, shutting down and restarting programmer again, the programmer was frozen. The antenna remained with orange led on. The command ctrl+alt+sup did not work. It was then unplugged from the mains. This happened before starting the implant procedure. Then the antenna was removed and another antenna was used, without any problem.

Manufacturer narrative:
Please refer to the attached anaysis report (B)(4).

Manufacturer narrative:
Preliminary analysis did not reveal any issue with the subject programming head.

Event description:
Reportedly, after plugging the antenna to the programmer, the led remained orange a long time displaying rf connection on the screen. Then, connection with the device was only established with the inductive telemetry head, and the antenna remained with orange led on. After closing session, shutting down and restarting programmer again, the programmer was frozen. The antenna remained with orange led on. The command ctrl+alt+sup did not work. It was then unplugged from the mains. This happened before starting the implant procedure. Then the antenna was removed and another antenna was used, without any problem.

Event description:
Reportedly, after plugging the antenna to the programmer, the led remained orange a long time displaying rf connection on the screen. Then, connection with the device was only established with the inductive telemetry head, and the antenna remained with orange led on. After closing session, shutting down and restarting programmer again, the programmer was frozen. The antenna remained with orange led on. The command ctrl+alt+sup did not work. It was then unplugged from the mains. This happened before starting the implant procedure. Then the antenna was removed and another antenna was used, without any problem.